Manufacturer narrative:
This report is submitted on june 28, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to non-use. There are no plans to reimplant the patient with a new device as of the date of this report.